Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. A request was made to review device data. Engineering analysis confirmed the battery is depleting faster than expected. Technical services recommended device replacement. Additionally, it was noted there are known high system impedance measurements. The plan is to re-tunnel the electrode when the device is explanted and a new device is implanted. At this time, the device remains in service. No adverse patient effects were reported.